Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not allowing medications to be removed. The technical support specialist (tss) verified the station and confirmed that the failed hardware icon was no longer present. Later, the tss spoke with the computed tomography scan unit technician, who confirmed that the user had experienced this issue earlier when they were unable to pull up the medication. Their technician came down and fixed the issue, and everything was working afterward. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was not allowing medications to be removed. The customer indicated that the machine was showing as it was in maintenance mode and there were no patient options for medication removal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.